Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace curved shears instrument was found to have physical damage to the tip. A backup harmonic ace curved shears instrument was used to complete the procedure. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. For clarification, the harmonic ace insert was found to have teflon pad damage on the clamp arm. A piece was found broken from the tip, measuring approximately 0.047" x 0.017". The broken piece was not returned with the insert.